Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the metzenbaum scissors failed insulation scan.

Manufacturer narrative:
Visual inspection: the 5mm, 45cm endo metzenbaum scissors curved was visually inspected and it was noted that there was glint on the blades. Functional inspection : the 5mm, 45cm endo metzenbaum scissors curved was tested with a know working handle. Porvair material was then used for the cutting test, it was found that excessive cutting force was need to cut the porvair. Probable root causes could be ware and tear on the blades or off label use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metzenbaum scissors failed insulation scan.